Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling, the patient performed a disconnection of the transfer set and the disconnect cap "spontaneously came off; then the patient put manually a new cap". It was reported that two days later, the patient presented to the hospital with abdominal pain and cloudy effluent and was subsequently admitted and diagnosed with peritonitis. The cause of the connection issue was not reported. The patient was treated with unspecified antimicrobials/antibiotics for the event. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.